Manufacturer narrative:
The device was not received or evaluated by beta bionics. User complaint of ilet damage or malfunction was not confirmed via failure investigation due to lost package or common complaints. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a cartridge shattered inside an ilet insulin pump, leaving glass fragments lodged within the device housing and prompting replacement of the pump. Symptoms included no alerts or alarms reported by the user. Outcomes included continued use of cgm via the dexcom app or receiver and instructions to shut down the device to avoid further alerts. Investigation included troubleshooting and user education, verification of shipping and billing details, arrangement of return shipping, and guidance for data sync to the mobile app prior to device return. Investigation of this case revealed a damaged cartridge and associated device contamination consistent with a broken glass component within the pump, with the affected component identified as the cartridge and internal pump compartment. However, the original device was not returned to the manufacturer, and therefore, no physical device evaluation or investigation was performed to confirm the reported condition or root cause.